Event description:
The manufacturer's evaluation of the returned inform base unit found that the device's internal contacts are blackened and melted. No associated injury was reported.

Manufacturer narrative:
The event occurred in another country.